Manufacturer narrative:
(B)(4). 3004753838-2018-033187 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application displayed that smart device bluetooth was off while bluetooth was on. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.